Event description:
Patient has an existing dual-chamber st. Jude fortify ICD and presented with ventricular tachycardia (vt) storm. The fortify ICD was unsuccessful in defibrillating his vt and his battery life depleted by greater than two-thirds over a short span of four months with only nine episodes. He also has an abandoned left ventricular (lv) lead and chronically elevated pacing thresholds of around 2.5 volts at 0.7 milliseconds for his right ventricular lead. His underlying rhythm is sinus at a rate of 30 with complete heart block and no ventricular escape. He presents today for consideration of upgrade of his device to a different generator to allow higher shocking voltage and also delivery of maximal therapy at first shock. His current fortify device does not allow delivery of maximal therapy at current shock.